Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported the nurse heard from a colleague that there were two patient who did not believe the hcp ever confirmed that their pump had restarted after a magnetic resonance imaging. One of the patient went into withdrawal and was having symptoms for about a week until hcp read his pump. The hcp believed that caused the pump to recover. Additional information was received form a different nurse. It was reported that there was only one patient. New information conflicted with information provided by the initial reporter. No further information was reported.